Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Extended charge time was observed. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of charge timeout was confirmed in the laboratory. The charge timeout was due to excessive high-voltage charging. The device worked as programmed. The device was tested on the bench and using automated testing equipment, and no anomalies were found.